Manufacturer narrative:
Based on review of the available information, it was not possible to determine the root cause of the reported complaint. Review of the logfiles did not show any issues with the unit, and nothing was returned to d.o.r.c for investigation. The complaint is therefore closed with an inconclusive finding. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
We have been informed that during vitrectomy procedure (with the continues infusion activated) when the nurse goes to change the iop value from 25 to 20 on the screen, the continuous infusion stops. Neither the nurse touched the stop button of the continues infusion on the screen nor did the doctor step on the pedal to stop the continuous infusion. Surgery could proceed by turning on the continuous infusion on the screen. No report that actual patient harm occurred or that surgery was prolonged > 30 minutes.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during vitrectomy procedure (with the continues infusion activated) when the nurse goes to change the iop value from 25 to 20 on the screen, the continuous infusion stops. Neither the nurse touched the stop button of the continues infusion on the screen nor did the doctor step on the pedal to stop the continuous infusion. Surgery could proceed by turning on the continuous infusion on the screen. No report that actual patient harm occurred or that surgery was prolonged > 30 minutes.